Event description:
(B)(6) reported a guide wire became hot and broke. While drilling, the guide wire became overheated and the tip broke off. Only the drill bit is available for investigation. The guide wire is not available. The broken part of the guide wire remains in the patient.

Manufacturer narrative:
Device was used for treatment. (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. This individual adverse event report is being made in accordance with the synthes MDR exemption request dated (B)(4) 2011. As no lot number was provided, no device history record review can be performed. The device is not being returned for evaluation, no further information is available on this event. No further investigation can be performed.